Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch #575c90. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. In addition, a piece of tissue with b-formed staples was returned inside a plastic bag and no malformed staples were found. The cartridge was received unfired and with the swing tab in the unlocked position. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw (illustration 6). Any tissue located outside of the arrows is out of the stapling range. When positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 575c90, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery it was an opened bowel obstruction relief. What surgical procedure was performed? It was an opened bowel obstruction relief. What color setting was selected on the device and what was the sequence of the firings? Unknown. What anatomical structures was the device fired on the feea anastomosis was performed (the sales rep thinks it was the small intestine, but the sales rep didn't get to ask because the surgeon was in a hurry. Were other stapling or suturing devices used when creating the anastomosis? I certify that all information that are known/available has been disclosed. What device was used to create the common channel I certify that all information that are known/available has been disclosed. What was used to close the common opening? I certify that all information that are known/available has been disclosed. Were there any issues experienced with the device in the initial surgical procedure? Because the staples did not form in the first and second sutured areas, the staple line was cut off and the wound was sutured by hand. Was the device difficult to fire no. How were the post-operative issues identified? Because the staples did not form in the first and second sutured areas, the staple line was cut off and the wound was sutured by hand. Did the device cut at all the device cut. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe because the staples did not form in the first and second sutured areas, the staple line was cut off and the wound was sutured by hand.

Manufacturer narrative:
(B)(4) date sent 8/29/2024 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Did the device staple?=>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.2. If the device stapled, was the staple line complete? =no.3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? =I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.4. Did the device cut? =yes. If the device cut, was the cut line complete? =no. 6. Were the cut line and staple lines equal? =I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 7. Please provide more details for "anastomotic failure was confirmed, and the lateral side was changed to the end of the anastomosis."? =since poor dissection was confirmed, the procedure was changed to end-to-end anastomosis. 8. Was the surgical procedure modified/changed in any way from the original procedure? =yes. 9. Were there any patient consequences due to the events during surgery? =yes, the operative time was extended. If yes, what were they? =the operative time was extended. Additional event information: ·surgery date is 8/9·feea anastomosis (probably small intestine) the staple was unformed(u-shaped) at the 1st and 2nd firing during the intestine dissection was confirmed at the 3rd firing.·the section was cut off at the ntlc and the hand suture was performed due to staple unformed. There were no discomfort or any changing when firing. The patient is stable after the surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown surgery, the incision was not made, so the disconnecting edge was separated, and it was sutured by lambert-albert. About the time of the third round of lateral anastomosis, anastomotic failure was confirmed, and the lateral side was changed to the end of the anastomosis. It made operation to take time longer. It was a case of ileus. An additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.